Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2019 with an unspecified low blood glucose value. The customer was 94 mg/dl at the time of the call. The customer did not mention symptoms or treatments of their hypoglycemia. However, after emergency medical system treated the hypoglycemia, the customer's blood glucose increased to 413 mg/dl. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed on the insulin pump and the outcome was inconclusive. The insulin pump will not be returned for analysis.